Event description:
Flarehawk fhtpct0026c spinal interbody fusion cage broke during insertion during right endoscopic foraminotomy/discectomy/facetectomy l4-l5, oblique lateral interbody fusion l4-l5, bilateral posterior spinal fusion with instrumentation l4-l5. Procedure was converted from endoscopic to open and all pieces of the device were able to be removed and this was confirmed by x ray. FDA safety report ID# (B)(4).